Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The physician began by using a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath to successfully remove the ra lead. The same devices were used to attempt extraction of the rv lead; however, stalled progress was encountered and the physician upsized to a 16f glidelight in order to advance. Adhesions were noted just past the right atrium with the remaining portion of the rv lead observed to be free. After rv lead was extracted, transesophageal echocardiography (tee) detected a pericardial effusion with a drop in the patient''s blood pressure. Rescue efforts began immediately, including pericardiocentesis, pericardial window and ultimately a thoracotomy when large clots were noted. An rv perforation was discovered and successfully repaired with a patch. The patient survived the procedure. This report captures the lld providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Device model number, lot number, catalog number, expiration date and UDI unk. Device 510k number unk because model number unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.